Manufacturer narrative:
(B)(4). D10: proximal humerus, left, #item 47249616107, #lot 3163113. Proximal humerus nail cap, #item 47248801000, #lot 3208165. Blunt tip screw, #item 47248604840, #lot 3205625. Blunt tip screw, item #47248604640, #item 3207879. Blunt tip screw, #item 47248604440, #lot 3202505. Cortical bone screw, #item 47248613240, #lot 3183248. Therapy date: (B)(6) 2025 g2: country report source: spain. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that an initial clavicle plating for fracture completed. The patient reported persistent pain and stiffness after surgery at around 9 months post-op and the fracture was observed to be consolidated in good position so device removal was recommended. On imaging nail protrusion was noted. The device removal procedure was completed on one year post implantation without any known complications. Further details have not been provided. Attempts have been made and additional information on the reported event is unavailable at this time.